Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter continued to display the apply sample message instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date in july. The patient manages her diabetes with insulin (self-adjusted) and advised that she continued to take her usual dose of insulin based on a sliding scale. The patient reported developing symptoms of ¿seeing a white spot and sore finger¿ approximately one month after the alleged meter issue began. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr documented that the correct test strips were being used for testing and that the correct testing process was being followed. The csr also noted that the meter was not being used for the first time. The patient was unable/unwilling to walk through a retest and the alleged issue remained unresolved. There was no apparent misuse of the product. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4).